Event description:
Endoscopic stapler did not fire properly during laparoscopic sigmoid resection. Stapler line required repair with second endoscopic stapler (different manufacturer). Several of the staplers did not fold properly, leaving a gap in stapler line.